Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalize due to low blood glucose on (B)(6) 2018 with blood glucose of 44 mg/dl at the time of the incident. The customer was at 399 mg/dl at the time of the call. The customer was given glucose tablets to treat. The customer experienced symptoms such as confusion, unresponsiveness, and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer's blood glucose was 44 mg/dl while the sensor glucose was 160 mg/dl. The customer believes the pump was over delivering due to the sensor glucose differences. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.